Event description:
It was reported that the patient was in the emergency room for a near syncope episode. It was suspected that the implantable cardioverter defibrillator (ICD) was pacing below the lower rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2001. (B)(4).